Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was not provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3/s3u/s3ur IFU was reviewed. Potential adverse events include 'potential risks associated with the valve, delivery system and/or accessories include, but may not be limited to, the following: 'valve deployment in unintended location', 'device embolization', 'device migration or malposition requiring intervention'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for thv embolized into aorta and malpositioned thv were unable to be confirmed as no imagery/medical record was provided for evaluation. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted to treat aortic insufficiency. The sapien 3 ultra (s3u) with the commander delivery system (ds) was indicated for native aortic valve with severe native calcific aortic stenosis replacement, so it was off label operation for this case. As reported, 'during an off-label case for ai, a 26mm sapien 3 ultra valve embolized and wad implanted in the ascending thoracic aorta. The second valve was implanted in the aortic annulus successfully. The young, high-risk, patient was not a surgical candidate. The patient was awake and alert and answering questions appropriately. Additional information received noted that the team had to wait 6-7 minutes for the bp to come down. During that time, the positioned valve shifted, and landed lower than expected. The operator was trying to pull the valve aortic when it popped out of the annulus. Two mistakes. Not reconfirming position and not aborting when we noticed the valve was too low.' As there are no specific IFU or training materials related to native aortic valves with none/minimal calcification, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). In this case, the initial valve position was shifted while waiting for blood pressure stabilization; however, the final valve position was not re-confirmed prior to valve deployment. Per training manual, 'consider an aortogram during rapid ventricular pacing to confirm final position right before deployment'. As such, available information suggests that procedural factors (not following instructions) may have contributed to the complaint event. As there are no specific IFU or training materials related to native aortic valves with none/minimal calcification, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, the valve was deployed too high (too aorta), and a lack of calcification (off-label) at the target site (native annulus) for valve anchoring, so the further excessive manipulation could lead to dislodge of deployed valve. As such, available information suggests that procedural factors (valve malposition, off label operation, excessive device manipulation) may have contributed to the reported event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist (fcs), during an off label case for ai, a 26mm sapien 3 ultra valve embolized and was implanted in the ascending thoracic aorta. The patient became hypertensive post valve deployment, and during that time, the positioned valve shifted, and landed lower than expected. The operator was trying to pull the valve aortic when it popped out of the annulus. The second valve was implanted in the aortic annulus successfully.

Manufacturer narrative:
Investigation is ongoing. Device not returned.